Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, serial#: product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the patient could not have the lead removed because of ¿significant fibrosis¿ so it was left abandoned. Technical services reviewed that if the patient had abandoned components then MRI is not recommended. The caller was waiting to hear from the managing healthcare professional to determine if the patient truly had an abandoned lead.